Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The absolute pro ll self-expanding stent system (sess) was advanced but did not deploy. A second absolute pro sess was advanced and the same occurrence happened. Yet upon withdrawal of the delivery system into the unspecified sheath, the stent separated in the sheath. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. The reported stent material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the steep descent of the bifurcation resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction with the anatomy/other devices and/or manipulation of the device resulted in the noted device damages (multiple sheath kinks, bent jacket, separated sheath, smashed proximal spool axil pins) likely contributing to the reported difficulties. Removal of the compromised device by pulling the stent out of the vessel into the sheath resulted in the reported stent material separation/noted stent damages (bent, stretched, broken struts, separated distal tabs). As reported, a balloon was used to embed the separated portion of the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: adverse event/product problem updated. B2: outcomes attributed to ae updated. B5: describe event or problem updated. D4: model, catalog number updated from unk absolute pro vascular to 1012015-150. D4: lot number updated from unknown to 4052161. D4: expiration date updated. D4: expiration date null updated. D4: primary UDI number updated. G3: date received by mfg updated from 12/18/2024 to 1/22/2025. H1: type of reportable event updated. H6: health effect clinical code 4582 removed, 3165 added. H6: health effect - impact code 2199 removed, 4641, 4604 added. H6: medical device problem code 2983 added.

Event description:
Subsequent to the initially filed reports, the following information was provided: the absolute pro ll sess had resistance with the thumbwheel and the stent only partially deployed. Moderate force was needed to fix the partially deployed stent during removal and 1cm of the stent separated in the common femoral artery. A balloon was used to embed the separated portion of the stent. The second absolute pro ll stent also had resistance with the thumbwheel and the stent only partially deployed. The device was removed and used several non-abbott stents to complete the procedure. There was a 30 minute delay in the procedure. No additional information was provided.